Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted; one in the proximal lad and one in the mid lad. At one month, six month and 1 year follow-ups pt was asymptomatic / free of symptoms. It is reported that the pt presented to the emergency room with vomiting blood approx 1 year post index procedure. A spontaneous gi bleed is reported to have occurred. Pt had endoscopy with band ligating of dieulafoy lesion. The pt received 7 units of transfusion (platelets, fresh frozen plasma, packed red blood cell) and aspirin/plavix was held for 1 month. Pt was taking aspirin and clopidogrel 24 hours before the event. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. At 1.5 year follow-up pt was asymptomatic / free of symptoms. (Ref MFR # 2953200-2011-00407).